Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-3 (missing high or low glucose) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. This failure mode was identified during the investigation of the track and trend review related to alarm-3 cases in april 2020. This issue was addressed in the field by adc (B)(4). Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Adc quality hold (B)(4) was initiated on 16-may-2020 to all sites within adc control to prevent further distribution of the impacted sku. (B)(4) was initiated to investigate and address this issue on (B)(6) 2020. Immediate as well as corrective and preventative actions include: software on affected kit pack lines has been updated to prevent the resetting of the low-temperature parameter to ¿0¿. This action was completed on (B)(6) 2020. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and a scrap of impacted product is currently in process, with an anticipated completion of (B)(6) 2021 update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was (B)(6) 2020. Update validation process to include requirements to perform functional testing of the product to user requirement specifications. The anticipated completion date of this corrective action is (B)(6) 2021. Quality directive (B)(4) and faq¿s were issued to the field on 19-may-2020 to advise customer support of adc (B)(4), and how to handle customer calls related to the issue in impacted. Countries. Technical bulletin (B)(4) was issued to the field on 20-may-2020 to advise customer support of adc (B)(4), and how to handle customer calls related to the issue in non-impacted countries. Risk evaluation (B)(4) was completed on 21-may-2020 to address the risk to the user as a result of this issue. Field action adc (B)(4) was issued to (B)(6) on 21-may-2020. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional called adc to report that the customer¿s adc freestyle libre 2 sensor did not alarm when glucose became low. As a result of the failed alarm, the customer was incapable of monitoring their glucose levels and unspecified treatment was received from an emergency doctor. The caller refused to provide treatment details or any other further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Abbott diabetes care product quality engineering (pqe) investigated the alarm (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction as sections h6, h7 and h10 were incorrectly documented in the initial report. These sections have been updated.

Event description:
A healthcare professional called adc to report that the customer¿s adc freestyle libre 2 sensor did not alarm when glucose became low. As a result of the failed alarm, the customer was incapable of monitoring their glucose levels and unspecified treatment was received from an emergency doctor. The caller refused to provide treatment details or any other further information. There was no report of death or permanent injury associated with this event.